Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was report to nevro that during the implant procedure, the physician could not advance the lead due to the patient's anatomy and the physician accidentally nicked the dura. As a consequence, a hemostatic matrix was used and the implant procedure was discontinued. The patient has recovered without sequelae and will proceed with the implant procedure in a few weeks.